Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china clinical study. It was reported that in stent restenosis occurred. In (B)(6) 2018, the subject presented with an unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. Target lesion 1# was located at the proximal left anterior descending (lad) artery extending up to mid-lad with 80% stenosis and was 24mm long, with a reference vessel diameter of 2.75mm. Target lesion 1# was treated with predilation and placement of 2.75 x 28mm promus premier stent with 0% residual stenosis following post dilation. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was noted with in-stent restenosis and was hospitalized on the same day. Medication was given to treat this event. Two days after, the event was considered to be recovered/resolved and subject was discharged on the same day. It was further reported that surgery, tvr was performed to treat the event. It was further reported that in (B)(6) 2019, the patient presented with anginal symptoms. Angiography revealed 70% in-stent restenosis in mid-lad. The patient was treated with coronary artery bypass grafting and percutaneous coronary intervention. Two days later, the event was considered to be recovered/resolved and patient was discharged same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china clinical study it was reported that in stent restenosis occurred. In august 2018, the subject presented with an unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. Target lesion 1# was located at the proximal left anterior descending (lad) artery extending up to mid-lad with 80% stenosis and was 24mm long, with a reference vessel diameter of 2.75mm. Target lesion 1# was treated with predilation and placement of 2.75 x 28mm promus premier stent with 0% residual stenosis following post dilation. Seven days later, the subject was discharged on aspirin and clopidogrel. In august 2019, the subject was noted with in-stent restenosis and was hospitalized on the same day. Medication was given to treat this event. Two days after, the event was considered to be recovered/resolved and subject was discharged on the same day. It was further reported that surgery, tvr was performed to treat the event.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in stent restenosis occurred. In (B)(6) 2018, the subject presented with an unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. Target lesion 1# was located at the proximal left anterior descending (lad) artery extending up to mid-lad with 80% stenosis and was 24mm long, with a reference vessel diameter of 2.75mm. Target lesion 1# was treated with predilation and placement of 2.75 x 28mm promus premier stent with 0% residual stenosis following post dilation. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was noted with in-stent restenosis and was hospitalized on the same day. Medication was given to treat this event. Two days after, the event was considered to be recovered/resolved and subject was discharged on the same day.